Event description:
Removal of endosseous dental implant. Two implants were placed in class IV bone during a complex procedure on 3/11/97 during which a sinus lift with osteotomes was performed. The implant in site #14 was removed on 4/10/97. The clinician reports that the failure may be due to recent endodontic surgery on the adjacent tooth.